Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion device was not beeping or vibrating alert the patient that an error message was being displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.